Manufacturer narrative:
The customer noticed an issue at the first injectin port, and returned a photo of the incident, on material 2426-0007, lot unknown. The photo verified the complaint of separation the tubing/male luer connection point. There is no physical sample available for investigation. A device history record review was not performed as the lot number is "unknown" for this complaint. The manufacturing plant acknowledged a potential root cause for the separation to be related to incorrect solvent application. Without the physical sample, the root cause cannot be confirmed, and remains unknown. Without a confirmed root cause, no actions were taken at the plant.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that droplets from the first injection port close towards the alaris pump; infusion stopped right away.